Event description:
It was reported that the patient had a broken matrix 6.0mm polyiaxial pedicle screw (item number-screw length unknown) that was found on a CT scan on an unknown date at the l5 pedicle, right side during a follow up office visit. Patient had a l4-l5 fusion that was done on (B)(6) 2013 with no interbody insertion. During original surgery, surgeon used aspirate and bone graft for posterior lateral fusion. It was also reported that on the patient's initial three month follow up office visit, (unknown date) the screw was not broken. Surgeon does not plan to remove screw or revise posterior fusion hardware. This report is for an unknown polyiaxial pedicle screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.